Event description:
It was reported that during a da vinci s hysterectomy procedure, after the surgeon drove a suture through the vaginal cuff and tied the first knot, a metal fragment was noted on the patient's sigmoid in the pelvis. The fragment was immediately removed and the instruments used were inspected. The site found the large needle driver instrument to be missing a piece of the grip layer on the right side. The large needle driver instrument was replaced with another instrument of the same type and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument was returned with the carbide insert broken off of one grip. No damage was found on the clevis or cable.